Event description:
A hemodynamically unstable pt with multiple injuries was brought to the operating room requirng thoracotomy and lung isolation. Intraoperative course was complicated by multiple desaturations requiring switching modes of ventilation utilizing the internal bag-to-ventilator switch. During one of these switching modes it was noted that the aestiva/5 anesthesia machine -ge healthcare/datex-ohmeda, madision, wi -lost the ability to deliver positive pressure, resulting in intraoperative replacement of this machine. Postoperatively, the malfunctioning machine was disassembled and it was noted that a fracture in the internal bag-to-ventilator switch double hammer engaging valves had occurred.